Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out of the groin access site as both the 5f non-cordis sheath and tamping tube were described as feeling sticky. The sealant was not dislodged after being deployed. The sealant was deployed partially into the tissue. The device did not deploy properly. Manual compression was applied for approximately twenty to thirty minutes to achieve hemostasis. There was no reported patient injury. The advancer tube was held in place while removing the balloon. The femoral artery¿s suitability was verified using angiography with an appropriate insertion angle (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or calcium present at the puncture site. The procedure was an interventional peripheral atherectomy/angioplasty performed via a left groin retrograde approach using a 5f non-cordis sheath. There was no shallow vessel depth noted. The deployer was mynx certified and described as extremely proficient, with many years of experience using mynxgrip devices. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2514703 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-sealant misdeployment-partial¿ could not be evaluated as the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy or a possible misdeployment of the sealant. Neither the phr review, nor the information available for review suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out of the groin access site as both the 5f non-cordis sheath and tamping tube were described as feeling sticky. The sealant was not dislodged after being deployed. The sealant was deployed partially into the tissue. The device did not deploy properly. Manual compression was applied for approximately twenty to thirty minutes to achieve hemostasis. There was no reported patient injury. The advancer tube was held in place while removing the balloon. The femoral artery¿s suitability was verified using angiography with an appropriate insertion angle (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or calcium present at the puncture site. The procedure was an interventional peripheral atherectomy/angioplasty performed via a left groin retrograde approach using a 5f non-cordis sheath. There was no shallow vessel depth noted. The deployer was mynx certified and described as extremely proficient, with many years of experience using mynxgrip devices. Other procedural details were requested but were not provided. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out of the groin access site as both the 5f non-cordis sheath and tamping tube were described as feeling sticky. The device did not deploy properly. Manual compression was applied for hemostasis. There was no reported patient injury. Both the 5f non-cordis sheath and the tamping tube were described as feeling sticky and pulling the polyethylene glycol (peg) sealant out of the groin access site. No complications with any part of the procedure reported or noted. The procedure was a peripheral atherectomy/angioplasty procedure with left groin access. The physician has been utilizing and deploying mynxgrip devices for many years. The device will be returned for evaluation.